Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. The root cause has not yet been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the ltv 2200 ventilator delivered volumes are high. It was set to 500 ml and the delivered volume was 565 ml out of spec. There was no patient involved in the reported event.

Manufacturer narrative:
Device evaluation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was not confirmed or duplicated. Flow valve tests were performed in accordance with procedures passing on all counts.